Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer's blood glucose level was 2 mmol/l to 3 mmol/l then over compensated with food to be 22.0 mmo/l. Customer stated that the auto-mode was not active during incidents due to sensor failure. Customer declined to test for both events. The device will not be returned for analysis.